Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during the surgery, after the surgeon installed the free-running head on the endoscope and entered the incision tunnel to dissect the blood vessel, the lens found the view to be blurry. After removing the free-running head, the screen view became clear, indicating that the problem was with the free-running head, possibly due to a problem with the planing of the free-running head. A video was received indicating that there is poor quality image through the dissection tip. To avoid damaging the blood vessel and causing harm, this set of consumables was discarded and a new set was ordered. There were no problems during use, and the blood vessel collection was successfully completed. No patient harm. There was no delay.